Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
"Will need repairs as pump's program changed in the middle of the infusion according to patient. Kindly acknowledge no patient was involved and no human harm caused. None. What software version is installed on the pump? R13 v2. Mode: continuous"

Manufacturer narrative:
Distributor information: ICU medical, inc. Us service center san jose, ca 95138. Exemption number: e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical.

Event description:
The event was reported by a customer from USA: "pump's program changed in the middle of the infusion according to patient."